Event description:
Boston scientific was notified of the following event during an avm embolization procedure: a 1.7f long sheath was inserted in the right femoral artery and a 6f envoy mpd 100cm(cordis) was approached to the right internal carotid artery (with 4f catheter ok2m amd aqua 0.035 inches gw(j&j). A prowler 14j (cordis, mc) and agility 14 (j&j, gw) were approached to the first feeder and it embolized at 0.25cc of nbca and lipiodol(50%). The catheter and the agility 10 were approached to the second feeder. 0.2cc of nbca and lipiodol (50%) were infused and the catheter was pulled out with resistance. When the angiography was performed for confirmation, an object like the marker was found near the side of the nidus. When physician checked the catheter, he found the distal shaft was broken. The broken tip remains inside the patient near the nidus. The procedure was continued. The prowler 10str and agilty 10 were approached to the third feeder, and it embolized at 0.2cc of nbca and lipiodol(50%). The prowler 10j and agilty 10 were approached to the fourth feeder, but this wasn't successful. But since the angiography for confirmation was performed, and the nidus was contractive compared with before procedure, the procedure was completed. Patient condition after the procedure was described as being good. No interveniton and/or surgery were required.